Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a burnt battery terminal. There was no patient involvement associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was confirmed. The device was found out of specification in relation to the reported symptom battery terminal burnt, which was verified through visual inspection. The cause was found to be heat damage on the rear case around the battery contact pins. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
N/a.